Manufacturer narrative:
The affected device was not returned to nidak for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The treatment output energies were checked and were within specifications. The fse checked the focus shift and was within specifications. No failure was found. Nidek contacted the customer and confirmed that there was no injury to the patient associated to the event. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc received a complaint from a customer on (B)(6) 2012. While using the yc-1800, (B)(4), doctor felt that there was lot of pitting in lens. Doctor also mentioned that they tired to adjust the focus shift but still had pitting in lens.